Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed due defective switch. It was observed a worn video connector latch causing poor connection with pigtails and the software (sw) needs updating. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the power button on their visera elite video system center was stuck in the on position. The event occurred during preparation for use in an unspecified diagnostic procedure. The physician switched out the device to continue the procedure. There were no reports of patient harm, death, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon occurred seemingly due to long-term use of the device causing damage to the power switch. The root cause of the defective power switch is likely due to long time use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.